Event description:
It was reported "during angio-seal was selected for close via the right femoral arteriotomy." During deployment, the collagen could not be placed correctly. Half of the collagen was inside of the artery and the other half was outside of the artery. Bleeding occurred immediately in the procedure room, which was resolved by forty minutes of compression. An ultrasound was performed to diagnose the bleeding. The pt's hospitalization was extended by two days due to this event. The pt was reported to be stable and was later discharged.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The carrier tube assembly had been fully inserted into the hemostasis sheath, but was in the front-lock position; there was no damage to suggest that the deployment sleeve had been forcibly moved from the rear-lock position. The sheath tubing had also been kinked 2.1" from its distal tip. No other contributing visual anomalies were noted. A 2.5" length of suture exited the sheath distal tip; the suture was consistent with cutting. The carrier tube assembly was moved to the full rear-lock position; no functional anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the angio-seal device, as supported by the review of the manufacturing traveler and the analysis performed. The cause of the reported incident remains unk.